Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), an annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the patient's anatomy caused or contributed to this event. Although the rupture was repaired, bleeding from the hole would not stop due to friability of the tissue and the patient passed away. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 29mm sapien 3 valve, the patient's pressure began to drop after valve deployment and a pericardial effusion was noted. Compressions were started and the patient was placed on extracorporeal membrane oxygenation (ECMO). There was active bleeding resulting in the patient's chest being opened. A 1cm hole was observed. The sapien 3 valve was explanted, and the hole was repaired. A surgical valve was implanted. The patient was removed off bypass and ECMO and taken to the intensive care unit (ICU) with chest tubes. The patient's chest was unable to be closed. Per the report, the sapien 3 valve looked good after deployment. There was no leak. Additional information received confirmed there was no allegation of an edwards device deficiency. The event was attributed to the patient's anatomy. The perceived cause of the hole was a root rupture. Although the root rupture was repaired and the patient was able to be taken to the ICU, the patient's chest was unable to be closed. The bleeding from the hole in the right ventricle was unable to be stopped due to friability of the tissue. As a result, the patient passed away.